Event description:
It was reported that during a colon resection as soon as the packaging was opened, the stapler appeared with the green flag already activated as it was already used. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2023. D4: batch #416c21. B3: exact date unk. Assumed first day of the month. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage with anvil missing. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 416c21, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cdh29p lot number a9d27u and no non-conformances were identified.